Event description:
The handpiece was working intermittently. The desposable was replaced and the problem presisted. A third disposable was used to complete the case, but customer still had intermittent output. The cas was completed successfully with no patient consequence.